Event description:
It was reported by service report that the head end jack could not be pumped up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - base hood.